Event description:
It was reported that during pre-surgery, it was observed that the motor device made a whining noise. During in-house engineering evaluation, it was observed that the device had an e8 error code, failed thermistor, the motor had vibration and noise and the top end and back end of the device had rust. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device made a whining noise, had an e8 error code and a failed thermistor. Furthermore, the motor on the device was found to have vibration and noise and had a lot of rust on the top end and back end of the device. Therefore, the reported condition was confirmed. It was determined that the whining noise was from a heavily corroded top end and locking mechanism. It was determined that the noise and vibration from the motor and the e8 error code were due to a damaged motor. It was determined that the device failed thermistor and had a damaged motor due to corrosion. It was determined that the device showed signs of corrosion that was indicative of damage caused by immersion during cleaning which was failure to follow the directions for use. This was further defined as misuse, abuse and possibly user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.